Manufacturer narrative:
(B)(4). Date sent: 10/9/2023. D4: batch # 462c70. A manufacturing record evaluation was performed for the finished device lot/batch number, a9d78z. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracoscopic pneumonectomy, the knife moved slightly forward, but stopped on the way of 3rd firing. The device locked out. Knife reverse switch was used to open the jaw. The device was used on the blood vessels. Another device was used to complete the case. There were no adverse consequences to the patient. One pve35a and one vasecr35 will be returning. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 11/6/2023. D4: batch # 462c70. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received partially fired 1/10. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 462c70 , and no non-conformances were identified.